Event description:
The customer reported being in the hospital due to low blood glucose of 56mg/dl. The caller stated that she was not using the insulin pump while staying in the hospital and the doctor wants to change her basal rate. The customer stated that she lost consciousness because she ran out of insulin and had no battery. Initially, the customer requested assistance with programming the insulin pump. No further information was provided.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.